Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The physician reported that he was upset about previous case(s) where he had to waste a dual pin generator at the cost of the hospital in situations where the old generator's battery was depleted and it was found during surgery that the lead impedance was high after connecting the new generator, as this would require a complete recision with a single-pin lead and generator. Follow up with the physician was attempted to gain more information and find out the identity of this patient; however, the physician was not receptive to questions. No additional information has been provided.